Event description:
It was reported to ge that while moving the unit, the technician did not tighten the vertical arm lock. The arm subsequently came out of its arm latch. When the technician went to catch it, he tripped and fell. At the same time, he grabbed the latch assembly to prevent himself from falling. The telescoping arm subsequently came down on his finger, causing the finger to be crushed. The technician had surgery to place a pin in his finger.